Event description:
The pt is reportedly experiencing sound quality issues. The testing of the device revealed several open electrodes. The pt's electrode array has migrated out of the cochlea. Revision surgery will be scheduled.